Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath,severe shortness of breath and lack of oxygen. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath,severe shortness of breath and lack of oxygen related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Additional information was provided in d1, d4 and h4. (Previously device model, catalog, serial number, UDI number and device manufacturer date was not included). Section h6 updated in this report.

Manufacturer narrative:
In the initial report, in section b2 hospitalization (initial or prolonged) was incorrectly marked, it should be product problem only. Section b1, b2 has been corrected / updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged difficulty breathing and shortness of breath,lack of oxygen.there was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/23/2023 for further evaluation. The device was evaluated on 08/08/2023. The secondary findings were water tank seal contaminated,humidifier bottom enclosure contaminated,dust on pca,dust on blower box top,dust in sound abatement foam,contamination on flip lid seal and heater plate enclosure contaminated.the external investigation of the device showed that there were no signs of contamination on the outside of the device.the device was hooked up to a known good power cord and power supply, airflow was verified to be operating correctly. The internal investigation of the humidifier showed that there was contamination on the flip lid seal and on the bottom enclosure. The water tank seal had an unknown black contaminate on it. There was also contamination on the heater plate enclosure.the internal investigation of the base unit showed that there was dust on the pca and on the blower box lid. It was observed that there was an excessive amount of dust in the sound abatement foam. There error log was unavailable. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in this device. Section d8, d9, h2, h3 and h6 were updated.